Manufacturer narrative:
H.6. Investigation: one 20350e-0006 sample was received for investigation without residual fluid present in the line; no packaging was received with the sample, however the customer indicates the affected lot number to be 20075219. The sample was subjected to functional testing by connecting a retained 50ml bd plastipak syringe from stock to the female luer of the returned sample and attempting to flush with fluid; the customer's experience was confirmed as an occlusion was identified at the lower tubing joint of the in-line filter. A closer inspection identified excess solvent at the tubing joint. The details of this feedback were forwarded to the manufacturing site for investigation. It was confirmed that the blockage was caused by excess solvent being applied at the tubing joint of the in-line filter during manufacture. This is a hand assembled joint and is likely to have occurred due to human error. A review of the production records for lot 20075219 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h.10.

Event description:
It was reported that the 17 inch ext set w/.2mf & vlv port wouldn't prime due to flow issues/blockage. The following information was provided by the initial reporter: "could not prime extension set 20350e-0006".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 17 inch ext set w/.2mf & vlv port wouldn't prime due to flow issues/blockage. The following information was provided by the initial reporter: "could not prime extension set 20350e-0006"